Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: breast implant prophylactic removal to avoid injury mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 74-year-old female who underwent primary breast reconstruction with an 800cc mentor memorygel breast implant (right) and an unknown textured gel implant (left) experienced right sided capsular contracture (baker grade unknown), right sided rupture and prophylactic removal to avoid injury bilaterally post procedure. The right sided issues were discovered during replacement surgery. As a result, right sided replacement with a new 800cc mentor memorygel breast implant and left sided replacement with a 410cc unknown mentor high profile gel implant was performed on (B)(6) 2019. The right sided issues were reported under 1645337-2020-00383 on (B)(6), 2020. On (B)(6), 2023 mentor received additional information and initial awareness of bilateral issues. This report relates to the left prosthesis.